Manufacturer narrative:
Product has been requested, but has not been received.

Event description:
The customer reported that a wrist restraint was on a pt while in bed, and the strap came out of the lock. They reported that the teeth in the lock had either broken off or were not in the cuff at all. They restrained the pt with another type of cuff, without any injury to the inmate or the personnel. It was reported that this was the first time this product was used.